Event description:
The patient experienced a loss of therapeutic effect and desired reprogramming. She was to undergo surgery in 2009 to have a bladder lift. The patient wanted to keep the device, but the physician was considering removal because the device "had been damaged and was not working the way it should". Further information is being requested at this time.

Manufacturer narrative:
.